Event description:
It was reported that the right ventricular (rv) lead had high thresholds during the implant procedure. The physician suspected a perforation. The lead was left in place and capped. Another rv lead was implanted. At a separate procedure approximately three weeks later, the lead was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.